Manufacturer narrative:
Date of event and patient's information has been requested.

Event description:
The customer reported the unit alarmed with an error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed while transporting a patient. The customer reported that the unit alarmed while transporting a patient; however, there was no harm or injury to the patient or the user.

Manufacturer narrative:
No new information received & no parts were returned to complete the fi; should parts or information be provided in the future the complaint will be reopened and reassessed at that time. No parts returned to failure investigation.